Event description:
The customer reported that the workstation handle was broken from the bolt and came off. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.